Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display and stuck button. The customer's blood glucose value was unknown. The customer stated that he flew an air plane and the pump kept alarming every 30 seconds. The customer stated that stuck button came up and the display was blank. The product was not returned for analysis.